Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for failed back surgery syndrome and spinal pain. The pump contained an unknown brand of baclofen, an unknown brand of morphine, and an unknown drug all at unknown concentrations and doses. It was reported the patient stated that she was calling in to get physician listings because she was concerned about an emergency if it were to happen on her travels. The patient stated she was concerned because she had an emergency in the past. The patient stated that it was related to the pump because she let the pump go past the alarm date. The patient stated, ¿it was my fault¿. There was no out-of-box failure reported. There was no medical or therapy problem associated with small parts. No patient complications were reported. The event was reported to have occurred 3-4 years ago.